Event description:
Enteral pump indicated the formula was being fed. Pump was set to deliver 55 ml/hr. On closer inspection it was noted the formula was not being delivered. No alarm sounded. Pt's blood sugar dropped to between 30 - 44. There was no illness, injury or medical intervention reported in association with the event. One pt involved.